Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion errors while using reaction vessels (rvs) manufactured with the new resin involving the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer discarded all affected remaining rvs and changed to a new lot that was not affected by the new resin. The customer noted the wash carousel motion error continued and notified the department biomedical engineer to resolve the issue. The customer has not reported further issues related to the wash carousel motion error. There was no report of impact to patient results connected to this event and would not, upon recur, due to the instrument entering the not ready state and not completing the assays on board. The customer continued normal operation of the instrument.